Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01716. It was reported that the stent moved on the balloon. The target lesion was located in the right coronary artery (rca). A 4.00x32mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent bunched up in the middle of the balloon and slid a couple of millimeters off the end of the balloon. The proximal end of the stent was half way down the balloon. To prevent the stent to be dislodged from the balloon, the physician deployed the stent to where it was. The physician then dilated the first stent after it was deployed. The physician advanced a 4.00x16mm promus premier¿ drug-eluting stent but there was difficulty passing through the first deployed stent. While pulling the second stent out, it hung up on the first stent and the first stent hung up on the guide. The second stent had a burr in the middle of the stent. A non-bsc guide extension catheter was then advanced and another promus stent was delivered which completed the procedure. No patient complications were reported and the patient's status was fine.